Manufacturer narrative:
The damage was sustained during surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow-up that the pouch was inflamed, hot and broken. The atrial lead was explanted due to pouch infection. The physician allege that the infection was related to the catheter room aseptic environment and procedure. The patient was stable.